Event description:
It was reported that a freestyle libre 3 sensor was paired to the libre mobile app instead of the ilet bionic app, resulting in the sensor being locked to another device and unavailable for the intended system. No clinical signs, symptoms, or conditions were reported. Outcomes included a sensor change with no health impact. User support included a review of the use scenario and confirmation of incorrect device pairing. Investigation of this case revealed use error related to pairing the sensor to the wrong application, with the device functioning as designed by preventing concurrent pairing to multiple devices. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.